Event description:
It was reported that a (B)(6) hispanic female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 560cc gel breast prostheses developed baker grade IV capsular contracture in her right breast post implantation. The capsular contracture was diagnosed via a physical exam. Additionally, the patient developed a hematoma on her left breast post implantation. As a result, the patient underwent hematoma evacuation on (B)(6) 2021. The patient later underwent unilateral explantation and replacement of the right breast prosthesis with an unspecified mentor gel breast prosthesis on (B)(6) 2022. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma evacuation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma evacuation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 560cc gel breast prostheses developed baker grade IV capsular contracture in her right breast post implantation. The capsular contracture was diagnosed via a physical exam. Additionally, the patient developed a hematoma on her left breast post implantation. As a result, the patient underwent hematoma evacuation on (B)(6) 2021. The patient later underwent unilateral explantation and replacement of the right breast prosthesis with an unspecified mentor gel breast prosthesis on (B)(6) 2022. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis.